Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported that "patient complained of pain and went to surgeon and they are trying to determine what the problem is. The x-rays shows a crack in the proximal portion of the gamma nail through the lag screw hole."